Event description:
It was reported that the cc4204a collamer single piece lens seemed tight in the cartridge during loading and the haptic ripped during implantation. There was no patient injury.

Manufacturer narrative:
(B)(4). The device pertaining this event was not returned, however, the lens was received and evaluated. There were tears in the optic and half of a haptic plate was torn off and missing. Evaluation method: lot order search. Results: a lot order search was performed and no similar complaints were found. Conclusion: based on the complaint history, lot order and the evaluation of the product received, we were unable to determine a specific root cause of the event. (B)(4).